Event description:
It was reported that during a gastrectomy procedure, the deployed staples of the staple-line's acral part were unformed when the device was fired to resect the gastric body at the first firing. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.